Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
The subject device was used during a laparoscopic liver resection. An uncertain error occurred and the probe has broken off and fallen off inside patient during the procedure. The fragment of the probe was retrieved from the patient body. The procedure was completed using a similar device. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to reflect additional information olympus medical systems corp. (Omsc) obtained. The subject device was returned to omsc for evaluation. The evaluation on april 5, 2017, confirmed that the probe tip broke down at 13.5 mm from the distal end. The broken tip of the probe was not returned. There was a scratch on the probe. The shape of the fracture surface showed that the crack developed from the scratch as the starting point. The coating on the outer surface of the jaw was worn and partially came off. The manufacturing record was reviewed with no irregularities. This is the report regarding the probe damage. Another report regarding the damage of the jaw coating is going to be submitted separately. These types of probe damage and error are most likely related to the operator's technique. Based on the past similar cases, it is known that a scratch occurs on the probe since a user output the device contacting with something hard objects, and then the probe is cracked and the probe damage error occurs. The probe breaks when the probe is subjected to a load. The instruction manual of the device has already warned as follows; warnings: do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity.